Event description:
Information was received that reported a patient had been hospitalized due to hypoglycemia. The patient's parent stated that the patient's insulin infusion pump with blood glucose monitor was reading around 100 mg/dl when her daughter felt lower. They tested again and she read 47. A few minutes later they found her unresponsive. She tested her again and she read 80. She gave her some juice and she recovered. She tested two hours later at the ER and was 299. The device will be returned for evaluation, to ensure that it is functioning correctly and did not contribute to the reported incident, but at the time of this had not yet been returned for analysis.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.